Event description:
It was reported that while on a 181 hour extracorporeal membrane oxygenation (ECMO) run the patient with severe cerebral palsy, severe dystonia, and severe visual impairment experienced oxygen starvation which led to significant damage to brain, watershed area, and basial ganglion area. This left the patient with a life limiting disability, and the patient's caretaker reported concern that the device needed improvement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record (DHR) for the pedivas blood pump (pump lot #l08267-lb8), revealed no deviations from manufacturing or quality assurance specifications. The outside of the united states (ous) pedivas blood pump instructions for use (IFU), document #pl-0278 (rev. E), is currently available. The IFU lists possible side effects, including neurologic dysfunction, which are potential side effects with all mechanical circulatory support systems. This IFU additionally provides the following warnings and cautions: IFU warning #11: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. A direct correlation between the reported events and the pedivas blood pump could not be conclusively established through this evaluation. The pedivas blood pump was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on day 3 of the first extracorporeal membrane oxygenation (ECMO) run, the patient was taken to theatre and was weaned and decannulated. After 96 minutes with no mechanical support, the patient became unstable and ECMO was restarted. On day 4, the circuit was noted to have some clot formation and so an elective circuit change-out of circuit occurred. On day 7 the patient was successfully weaned. The total duration on ECMO was 181 hours, 15 minutes. There was nothing remarkable noted from the ECMO run and there were no failures by any of the ECMO components, hardware or consumable.